Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button had a slight hesitation when pressed. The patient noted the keypad was peeling from the top and was unsure whether the damage or tactile issue occurred first. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling and lifting from above the contrast button down to the ok button. During testing the ok and up arrow keypad buttons were intermittently responsive and required multiple presses to elicit a response. The down and contrast keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts.